Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery while swimming and subsequently found the ilet unresponsive on the charger with a ¿charge ilet, battery low, dosing has stopped¿ message, despite the charger indicator showing solid green; after outlet changes and reseating, the device eventually powered on and began charging at 7 percent, consistent with a fully depleted battery that required recovery time. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin dosing without escalation of care. Investigation included customer support troubleshooting and guidance on power and charging checks. Investigation of this case revealed the pump battery had been fully depleted and required time on the charger before charging resumed. It was concluded that device function recovered after recharging and no replacement was required.